Event description:
Following completion of an ep study, the sheath snapped close to the hub leaving a portion in the patient. When attempting to remove the sheath from the femoral vein, the sheath snapped when pulling it, and approximately 11cm of the device remains in the vasculature. The remaining sheath was snared with a forceps which was inserted under the skin for removal. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported material separation remains unknown.